Event description:
It was reported that: "revision due to loose tibial component."

Manufacturer narrative:
An evaluation of the device cannot be performed as neither the device nor x-rays or medical records were returned to the manufacturer. The hospital and surgeon are not making them available. If device or additional information becomes available, the evaluation summary will be submitted in a supplemental report.